Event description:
It was reported that during a ukr surgery, the long attachment tip is split, and the bearings are very stiff and producing metal debris. 5mm & 6mm exposure guards need replacing as the burr has been hitting the metal and causing it to expand. Also need to replace two handpieces as one has a stripped screw so it cant be closed and one has the long attachment stuck in the housing and we cant release it. The procedure was completed by changing to a manual instruments.

Manufacturer narrative:
H10. H3, h6: the navio handpiece, intended for use in treatment, was return for evaluation. The navio handpiece was malfunctioning prior to a procedure. Hand piece with unknown serial number had a stripped screw and it could not be closed. A device history record review found no conditions which could contribute to the reported event and the device met all specifications during release for distribution. A complaint history review found similar reports and this issue will continue to be monitored. The navio surgical system for unicondylar knee replacement and patellofemoral arthroplasty user's manual (500054 rev. G) released at the time of the complaint provides instructions on lubrication of the navio handpiece. This failure is captured in the navio risk profile. Only the navio handpiece with serial number (B)(6) was returned for further evaluation and the initial visual/functional investigation of serial number (B)(6) found that the long attachment was stuck in the snap lock and could not be released. The snap lock of that handpiece was completely broken. It is likely that the drill was stuck because of lack of lubrication. The root cause of this issue was found to be due to user error.